Event description:
Patient was initially implanted with an ipg on (B)(6) 2019. The initial implantation was deep at >1.5cm from the skin plane. The device had successful connection that provided therapy. Per patient request, the ipg was revised to a more shallow depth to improve connectivity on (B)(6) 2020. The revision was successful; patient reports improved connectivity and pain levels have stabilized to pre-revision levels.